Event description:
On 05/08/2009, the patient's mother reported that in (B)(6) 2009, the patient's insulin infusion device kept shutting off because of the power interrupt. She said he has been on insulin injections since that time. To troubleshoot, the mother tried to insert a battery and the device would not power on. She did not have another battery. Courtesy batteries and battery caps were sent. On follow up on (B)(6) 2009, the mother stated she received the package but had not yet opened it. On follow up on (B)(6) 2009, the mother stated she tried the new products but the device shuts off and then about 5 minutes later will come back on. She said the device is not giving a power interrupt alarm. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.